Event description:
Patient reported that the cage that was implanted in his neck broke, was noticed during 6 month post op visit.

Manufacturer narrative:
Catalog# 48896066, lot# 155739. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: the exact root cause cannot be determined conclusively as no device was received back for evaluation.

Event description:
Patient reported that the cage that was implanted in his neck broke, was noticed during 6 month post op visit.